Event description:
A report was received that a patient's system had been explanted. The patient experienced damage to the spinal cord, pain in the middle of the spine, and felt a "painful shock" every time he went to charge.